Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
A mother reported on behalf of her daughter that upon removal four tampons fell apart. She was able to remove the remaining tampon pieces.